Event description:
It was reported that the duragaurd has a bent foot. It was found during routine maintenance. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker technician through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device was placed in parts retention.